Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the compromised force sensor system during rewinding. The blood glucose was 200 mg/dl at the time of the incident. Unable to rewind pump and complete rewind and load procedure. The insulin pump will not be returned for analysis.